Event description:
The contact stated the customer tested his blood glucose and received a reading of 327 mg/dl. He retested a minute later, and received a reading of 136 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege any adverse events. Control solution is being sent to the customer to finish troubleshooting. No product is being returned at this time.